Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. A piece approximately 0.214" x 0.071" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additional observation(s) related to customer reported complaint: the instrument was found to fail energy recognition test. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade on a harmonic ace instrument was broken. The user completed the procedure using a backup harmonic ace instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: contact person reported the instrument broke while being tested outside of the body. Customer confirmed no fragments fell into the patient. Patient demographic was not provided.